Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The vent monitor board (vmb) was replaced. (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error preventing mechanical ventilation. There was no report of patient involvement.